Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reporter that the patient presented for an implant procedure. It was noted that the new right ventricular (rv) lead could not be fixed in the heart because the rv lead's helix would not extend. The rv lead was tested out of the body with no success. The rv lead was exchanged. The patient was stable.